Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as MDR's; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: pli 10: product ID: nim4cpb1, serial/lot #: (B)(6) /226339415, ubd: , UDI#: (B)(4) product analysis: fault confirmed. Physical damage to usb-c connector. Pli 20: product ID: nim4cpb1, serial/lot #: (B)(6) /224330949, ubd: , UDI#: (B)(4) product analysis: fault confirmed. Replaced main pcb due to no communication. The stim pcb was also replaced due to failing stim tes ting. Fdr code c0208. Pli 30: product ID: nim4cm01, serial/lot #: (B)(4) /224568230, ubd: , UDI#: (B)(4) ; product analysis: fault is confirmed. Replaced power management pcb. Fdr code c0208. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op unable to connect wirelessly to two separate pi boxes. The system would only connected hardwired to one of the pi boxes. When connected hardwired, the system would not complete an electrode check. Ts had the site perform a reboot to the system, the issue continued. Ts had the site confirm that the secondary pi box not being used was docked and all leds were off except the green battery lights. There is no patient impact.